Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A direct relationship between the device and the reported event could not be determined. Bleeding is listed in the hm3 instructions for use as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. The patient care and management section provides information regarding anticoagulation, including recommended inr values. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device- 1 year, 3 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported the patient presented with hemoglobin level of 7.8 g/dl. The patient received a transfusion of 1 unit of packed red blood cells. No additional information was provided.